Event description:
It was reported that the stent partially deployed and fractured within the patient, and an additional stent was required to treat the lesion. The 100% stenosed target lesion was located in the severely tortuous superficial femoral artery (sfa). A 6x150, 130 cm eluvia drug-eluting vascular stent system was selected for use to treat peripheral artery disease. During the procedure, the lesion was predilated, and the stent was advanced. Difficulty crossing the lesion was noted. When deployment was attempted, only about 3cm of the stent deployed. The remainder of the stent would not deploy. The thumbwheel stopped working, so the physician attempted to pull the handle and upon pulling back the pull grip, the stent snapped and the handle also snapped. The remaining portion of the stent was removed. An additional of two eluvia of the same size and a non-boston scientific stent was implanted at the site of the fractured stent to cover the portion of the stent that broke off. There were no patient complications as a result of this event.

Event description:
It was reported that the stent partially deployed and fractured within the patient, and an additional stent was required to treat the lesion. The 100% stenosed target lesion was located in the severely tortuous superficial femoral artery (sfa). A 6x150, 130 cm eluvia drug-eluting vascular stent system was selected for use to treat peripheral artery disease. During the procedure, the lesion was predilated, and the stent was advanced. Difficulty crossing the lesion was noted. When deployment was attempted, only about 3cm of the stent deployed. The remainder of the stent would not deploy. The thumbwheel stopped working, so the physician attempted to pull the handle and upon pulling back the pull grip, the stent snapped and the handle also snapped. The remaining portion of the stent was removed. An additional of two eluvia of the same size and a non-boston scientific stent was implanted at the site of the fractured stent to cover the portion of the stent that broke off. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the eluvia device was returned to our post market quality assurance laboratory. A visual and tactile examination identified an inner sheath kink 135mm proximal from the distal tip. A visual and tactile examination identified multiple outer sheath kinks. A visual and tactile examination identified that the inner sheath had separated from the device. Multiple inner sheath kinks was noted. The device was received with the stent already deployed from the delivery system. The deployed stent was not returned with the device. A visual examination identified no issues with the tip of the device. A visual examination identified that part of the luer on the handle was broke off and not returned with the device. This concludes the product analysis.